Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).

Event description:
The customer reported that the "test won't start after blood is applied" and therefore, being unable to test her blood sugar level on her adc meter. As a result of being unable to test her blood sugar level for about a week, the customer reported experiencing the symptoms of "high blood sugar", "dizziness, light-headed, thirsty, tired, frequent urination, more hunger, neuropathy in her feet a little bit." It should be noted that one day prior to experiencing these symptoms, the customer reported receiving a reading of 166 mg/dl on her adc meter. The customer saw the doctor which obtained her blood sugar level and prescribed janumet (a combination medication that contains sitagliptin and metformin) that was not previously prescribed to the customer. She was instructed to take janumet in addition to her usual diabetes medication metformin. The customer did not receive any diabetes-specific diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).